Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi error code (B)(6). Asset name: 8100 pump module 9.17.0.22 asset location: (B)(6). Patient or user involvement: no patient or user harm: no case description: 13-1033.144 error code failure device type: failure problem type: failure mode: case resolution: single entry in the error log. Advised to reflash the unit as a precautionary move and pm the unit. (B)(4).